Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified proximal left anterior descending (lad) artery. A 8mm x 3.75mm nc quantum apex¿ balloon catheter was advanced for dilation. However, when the balloon was inflated, the pressure level stopped at 4 atmospheres. The device was completely removed from the patient and upon inspection, it was found that the balloon ruptured. The device was exchanged with a non bsc balloon catheter but also ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).